Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump had a blank display. The blood glucose reading was 287 mg/dl. The insulin pump had not been dropped, bumped, or exposed to moisture and showed no signs of physical damage. The battery cap contacts were not damaged or missing. The battery compartment and spring were not damaged or corroded. The display still did not return after cleaning the battery cap and inserting a new battery. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to broken solder joint on the interface board also, unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or displacement test due to blank display. The insulin pump had cracked case at the display window corners, cracked battery tube threads, broken belt clip slot and minor scratches on the lcd window.